Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a missing sensor wire was reported upon sensor removal. The event occurred 3 days after sensor insertion into the arm. On (B)(6) 2024, the patient felt pain at the sensor site and removed the sensor. Upon removal, the sensor wire was reported to be broken. The patient was wearing a tandem insulin pump. On (B)(6) 2024, the patient went to a doctor for evaluation. An x-ray was done, but a retained sensor wire could not be found. However, the patient was diagnosed with a staph infection as she had redness and lumps at the sensor site. The patient was prescribed oral bactrim as treatment. The patient was ¿feeling better¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.